Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd insulin syringes with bd ultra-fine needle the plunger was unable to depress. The following information was provided by the initial reporter: it was reported that plunger rod would not move and press insulin.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned. Therefore, the complaint could not be confirmed, and the root cause is undetermined. A review of the device history record was completed for batch# 0183728. All inspections were performed, per the applicable operations qc specifications. There were zero (0) notifications noted, that pertained to the complaint.

Event description:
It was reported, while using bd insulin syringes with bd ultra-fine¿ needle. The plunger was unable to depress. The following information was provided by the initial reporter: it was reported, that plunger rod would not move and press insulin.